Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-mar-2023. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 10ml syringe, and a catheter adapter assembly from lot number 2284604. Upon inspection of the received catheter adapter assembly it was identified that the blue adapter is cracked on one side of the push tab. The cracks run from the base of the luer end up to the push tab. Based on the location and shape of the crack, the damage may have originated during the manufacturing process due to a misalignment of the rotate grippers with respect to the pick and place gripper fingers. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter cracked causing blood to shoot out. The following information was provided by the initial reporter: using a 22ga x 1.00 in (0.9 x 25mm) bd insyte autoguard the blue plastic tip has crack in it causing blood to shoot out and hit the wall.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter cracked causing blood to shoot out. The following information was provided by the initial reporter: using a 22ga x 1.00 in (0.9 x 25mm) bd insyte autoguard the blue plastic tip has crack in it causing blood to shoot out and hit the wall.